Event description:
It was reported that the customer's insulin pump was not working correctly. It was alarming motor error and they were unable to clear it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corners, display window, battery tube threads, minor scratched display window and missing end cap sticker.